Event description:
It was reported that the event occurred during use while in the cardiology intensive care unit. The intra-aortic balloon (iab) was inserted through the teflon sheath via femoral without any issues. During intra-aortic balloon pump (iabp) therapy the pump shut down without warning. There was no report of pt death, complications or injury per the md. No medical/surgical intervention was required. The pt outcome is unk. The pump is back in svc.

Manufacturer narrative:
(B)(4). Device will not be returned for eval.